Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis twice. The doctor requested having a rep to check out the insulin pump at the hosp. The caller declined to troubleshoot over the phone. Two days later the customer called back from the hosp to give more details on her admission. The customer stated that her blood glucose reading was 500 mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found one button error alarm. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump will be replaced as a safety precaution of the alarm. No further info was provided.

Manufacturer narrative:
Moisture damage found on keypad traces. The insulin pump was received with a missing end cap sticker. The insulin pump passed the functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests. All buttons function properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.